Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, patient reported a pairing failure. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be a failed transmitter error. Reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probably cause was determined to be a failed transmitter error.